Event description:
The customer called to request assistance. Had customer to walk through the bolus wizard and found that the customer had 25.0 units of insulin on board from recent previous bolus. The customer's glucose reading was 135 mg/dl at the time. Suggested the customer to seek medical treatment due to possible low blood glucose, and offered to call the paramedics. The customer's husband stated that he will take her to the emergency room. The customer called back and stated that she was released from the emergency room and sent back home. Reviewed the bolus history and showed that 25.0 units were delivered with a 10.0 units when her glucose level was 200 mg/dl. The customer stated that she may have changed accidentally the bolus amount. Advised the customer to call back if needed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.